Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were attempted, however this did not resolve the problem. Surgery to explant the pt's device will be scheduled.